Manufacturer narrative:
The lens was not returned to b+l for evaluation; therefore, product evaluation could not be conducted. One retain sample from the same lot (7540813) was dimensionally inspected and all measurements were within specification. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information available, the exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The lens was returned to b+l. Visual inspection found the lens cut in two pieces. Further testing could not be performed due to the condition of the received lens. One retain sample from the same lot (7540813) was dimensionally inspected and all measurements were within specification.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was removed intraoperatively from the patient's eye due to a radial capsule tear noted upon insertion. Another lens was implanted in the sulcus successfully. Information about the inserter used during the procedure was not provided. Additional information was requested, but has not been received.